Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one needle. Inspection of the swage end of the needle noted that the swage end of the product was broken off and the broken piece was not received. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an excision of epidermoid cyst on back, the needle detached from the suture. The doctor had to dig around to find the needle in the patient wound. The needle was retrieved using forceps. There was no patient injury.